Manufacturer narrative:
The patient underwent defibrillation threshold testing (dft). The dft testing returned impedance measurements within range once the competitors lead was electronically deactivated. The dft testing was successful in a single coil configuration. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device detected high, out of range shock impedances on a competitor's subcutaneous array.